Manufacturer narrative:
The pump functioned properly during rewind and basic occlusion, occlusion, prime/compromised force sensor, the excessive no delivery and displacement test. The pump was received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose level. The blood glucose at the time of the incident was 400 mg/dl. The customer's blood glucose was 310 mg/dl at the time of call. The customer had symptoms such as excessive thirst and urination. The customer did not contact their healthcare professional, but do have a backup plan. The customer stated that they have not treated the high blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer did not have a tubing clamp available. The device will be returned for analysis.